Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The pump also had a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, a cracked reservoir tube window, and a cracked case.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to do anything. Customer mentioned that they were unable to clear the alarm. Customer's blood glucose reading prior to the alarm was 171 mg/dl. No further information reported.